Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. The unit was evaluated by the field service engineer who found that the printed circuit board was defective. The printed circuit board sensor was replaced with a new printed circuit board assembly.

Event description:
The customer reported that the v200 unit failed the extended self-test. This malfunction occurred outside of clinical use, and there was no patient involvement.